Event description:
It was reported that, while in use on a patient a 980 ventilator generated a safety valve open diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se found the reported issue was caused when the unit lost its gas supplies, the se tested gas supplies by disconnecting/reconnecting. The se performed calibrations and extended self-testing on the device and all tests passed